Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was dropped and subsequently the touch screen was cracked and a malfunction alarm occurred. Customer¿s blood glucose level was "high" per continuous glucose monitor readings and was addressed with a correction bolus. The customer reverted to an alternate method in insulin therapy.